Manufacturer narrative:
The claimed issue was related to pressure transducer test and internal lekage test failures during pre-use check (puc). Identification of issue has been done by analyzing problem description, service report and device's logs. The turbine and membrane have been replaced. Moreover, software version has been updated. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue has been resolved and the device was delivered to the user in working condition. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 10/01/2020. Corrected date received by manufacturer: 09/24/2020.

Event description:
Manufacturer's ref #:(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).